Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It was reported that the patient underwent an initial orthopedic salvage system procedure. The patient is scheduled to be revised due to unknown reasons. However, no revision procedure has been reported to date.